Manufacturer narrative:
No report of patient involvement. (B)(4). The suction control panel will be replaced by customer third party vendor. No report of patient involvement. (B)(4). The suction control panel will be replaced by customer third party vendor.

Event description:
The hospital reported the suction on/off control knob was broken off causing loss of suction. There was no report of patient involvement.